Event description:
It was reported that the atrial lead impedances had steadily been dropping and triggered an atrial lead warning. The impedance was reported to be below 200 ohms. No other issues were noted. No patient complications have been reported as a result of this event. The lead remains implanted and in use.

Event description:
It was reported that the atrial lead impedances had steadily been dropping and triggered an atrial lead warning. The impedance was reported to be below 200 ohms. No other issues were noted, and there were. No patient complications have been reported as a result of this event. The lead remains implanted and in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed initial reporter contact address, update event description to remove dangling phrase, change device 1 oper code from health professional to lay user/patient, add device 1 device code of (B)(4). Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The primary analysis finding low atrial impedance/resistance was observed. The auto lead diagnostic shows a steady decrease in the atrial lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) device remains in use.